Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member that "readings" could not be obtained on the implantable pulse generator (ipg) "anymore." The family member also stated they did not know if the "battery died or if the device was even working." The ipg was removed, replaced, and no patient complications have been reported as a result of this event.